Manufacturer narrative:
A ge svc rep performed an on site investigation. Reported issue could not be duplicated. The system was testing and found to be working as intended and put back into svc.

Event description:
It was reported the sys control panel would intermittently hang, lock up during a case. This issue could cause the sys to become temporarily unusable. There is no report of injury or death associated with the event described in this complaint.